Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During failure analysis, the reported event that the device was having a fixation issue and did not have a solid fitting was not duplicated and no failures were confirmed. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.